Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue, where the home patient did not connect a bag tight enough, and it disconnected during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a bag became disconnected while a patient was undergoing peritoneal dialysis therapy on a homechoice machine. The process step was unknown. The care giver reported that the patient did not connect the bag tightly enough. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.